Event description:
The customer reported that the jaws would no longer open during a bowel resection procedure. The surgeon used force to release the device from the patient, which caused tissue damage. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.